Event description:
It was reported that the lead exhibited high pacing thresholds, oversensing and an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The lead was returned in three portions. Final analysis found that the lead was crushed at 25.3 cm to 26.5 cm from the connector pin. Both the distal and proximal insulations were damaged. The proximal coil was fractured, due to clavicular crush.